Event description:
The manufacturer received information alleging a caregiver removed the cannula from the patient, then the spo2 dropped and a circuit leakage condition occurred. After the cannula was reinserted, the spo2 recovered. There was no harm or injury reported. The device was restarted and the circuit leakage issue no longer occurred. During the evaluation of the device at the manufacturer's service center, the circuit leakage issue was not duplicated, but the device failed a test step during testing. The device's inline filter and flow sensor were replaced to address the issue.